Manufacturer narrative:
Device evaluation: the field service engineer (fse) verified the reported issue and replaced the power supply. The ventilator is ready for use. The ventilator has been returned to the customer. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information added. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received states that the stabilizer with the ¿burnt coil¿ is not a medtronic product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation the field service engineer (fse) verified the reported issue. The fse found that the stabilizer coil was burnt and causing the issue. The fse reported that the stabilizer needs to be replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator was not able to power on due to a burnt stabilizer coil. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Device evaluation summary: the field service engineer (fse) evaluated the ventilator and found that there was no alternating current (ac) power. The fse closed the circuit breaker, checked the voltage but still no ac power. The power supply was checked and confirmed faulty. The fse confirmed that the power supply required replacement. If information is provided in the future, a supplemental report will be issued.